Event description:
It was reported that during a procedure of the de novo proximal circumflex artery, while the physician was advancing the balance middleweight ((bmw) guide wire in the anatomy, it was noted that the tip was frayed. The device was removed from the anatomy. A second bmw was opened but it was noted to be also be frayed. A third bmw was used in the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis determined that the shaping ribbon is separated proximal to the tip ball.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned guide wire noted blood and contrast visible on the coils which is consistent with the guide wire being used in the patient as reported. Additionally, corrosion was noted on the guide wire center solder and proximal solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The shaping ribbon was separated from the tip ball. There was 6 mm of shaping ribbon separated proximal to the tip ball, with 1 mm of shaping ribbon protruding out of the coils. There was 1 mm of stretched coils, 7 mm proximal to the tip ball. There was 7 mm of separated shaping ribbon protruding out of the coils 2.2 cm proximal to the tip ball. The distal end of the shaping ribbon was twisted. The tip coils were stretched 1.1 cm distal to the center solder for a length of 8 mm. There were offset intermediate coils 3 mm and 5 mm proximal to the center solder. The noted stretched coils, twisted shaping ribbon and offset intermediate coils appears to be related to interaction with the lesion and/or a result of the separated guide wire tip as no damage was reported during inspection prior to use. Scanning electron microscopy analysis suggests that the shaping ribbon failure may be attributed to torsional overload. The ribbon exhibited a slight twisting at the fracture ends. No evidence of mechanical damage was observed on the shaping ribbon. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, a conclusive cause could not be determined as there was no available information regarding the separation. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The second balance middleweight guide wire is being filed under a separate MFR number.